Event description:
Customer reported, the system is having power issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board, also determined power problem is only in o.r. System operates as intended.